Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked at the distal luer connection between the blood set and the non-baxter warming set. This issue was noticed when the volume was at 100ml/hr during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood; therefore, further testing could not be performed. However, a photograph was also provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify the reported condition. The condition could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.